Manufacturer narrative:
(B)(4). Visual examination of the provided picture identified the fractured guide rod. The device is covered in bio-debris. No further evaluation can be made. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the picture provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument broke off the cup inserter while the cup was being put in. There were no contributing conditions related to the event and the surgery was completed without the instrument. No known impact or consequence to the patient.